Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a reconstitution device was leaking. It is unknown at what step of the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: baxter received one companion sample. Visual inspection and functional testing did not confirm the leak. The device was attached to a vial and to a viaflo bag. Solution was transferred from the bag to the vial and back again to the bag with no issues. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.